Manufacturer narrative:
Additional information: g3, h6. The complaint allegation was confirmed. One unpackaged ar-1662psl-7-1 batch 15050225 was received for investigation. The returned device was visually inspected, and it was noted that the bio and the eyelet are no longer attached to the device. No visual issue was observed. The attached picture shows that the anchor was returned with the suture. However, these were not received for evaluation. Because of the picture's angle, it is impossible to evaluate the anchor. Functional testing of the driver's outer sleeve and the inner member molded swivelock found that the devices smoothly engaged. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. According to dfu-0087-13 at revision 0, the most likely cause of the reported failure is a use error. G. Precautions. 3. Make sure to use the recommended drill bit or punch to create the bone socket. Implant system, tenodesis screw eyelet, and pushlock tenodesis anchor only: under insertion of the device may leave. The proximal end of the implant protruding beyond the cortical bone, which could potentially cause soft tissue irritation and/or pain post-operatively. 10. Implant system, tenodesis screw eyelet only: ensure that the eyelet post is securely engaged into the end of the tenodesis driver and held in place by tensioning the fibertape towards the driver handle before inserting into the prepared bone socket.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the implant was loose after tightening, did not hold in bone. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event has yet to be determined. Should additional information be made available, a follow-up report will be submitted.